Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Journal article: disposable bipolar irrigated sealer aquamantys for liver resection: use with caution aim of the study was to evaluate the post-operative outcomes of liver resections prospectively using the aquamantys within 90 days. Results compared to a propensity score matched group of liver resected patients in whom the cut surface was treated using monopolar cautery. Adverse events: -cut surface complication occurred in 13/51 patients (25.5%) -post-op bleeding (4/51, 7.8%) -subphrenic abscess (6/51, 11.8%) -bilary leakage (6/51, 11.8%) *compared to the controls the study group patients (aquamantys) had a higher rate of cut surface complications 3/51 patients had a diaphragmatic perforation -2 patients the perforation required drainage and reoperation to close the diaphragmatic hole -1 patient the perforation was revealed 18 months after liver resection and required emergency reoperation to close the diaphragmatic hole *these patients recovered well and were alive 2 years after reoperation all adverse events grouped into one event due to the lack of unique patient identifying information doi 10.1007/s13304-016-0367-y.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.